Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "small amount of fluid noted between the capsule and the implant."

Event description:
Healthcare professional reported right side "'ruptured implant + baker grade IV capsular contracture", "small amount of fluid noted between the capsule and the implant", "infolding", and "inflammatory process." Device was explanted and replaced.